Event description:
It was reported that a patient underwent a tooth extraction procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure date? I guess it is the same date as the event date? (B)(6) 2021. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? I guess not since the statement in the report says that the needle was handled (removed) right away through suction. Patient condition? N/a (report state that no damage occurs.) A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.